Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no electrical anomalies were found with this ins or the returned lead. It appears based on the intra-operative printout showing impedance measurements that there were high tissue impedance levels. When making impedance measurements with a 3058 ins using low delta-v conditions (1.0v, 210 usec) and where there is high tissue impedance levels, the measurements may be inaccurate and tend to run high. It is a normal condition of the interstim ii device that the impedance measurement is less accurate at lower delta-v measurements. The accuracy also varies with the ins battery level and tissue impedance levels. Final device analysis of the lead revealed the following: no significant anomaly found. The body of the lead was stretched.

Manufacturer narrative:
Product ID 3889-28, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type lead product ID 3058, serial# (B)(4), implanted: 2013-(B)(6), product type implantable neurostimulator product ID 3889-28, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient had ineffective stimulation and no improvement in symptoms. It was also stated that the stimulation sensation was variable. An impedance test showed that impedances were greater than 4,000 ohms. It was stated impedances varied from "within range to out of range" depending on how the patient was sitting. The patient often had a back ache and discomfort as well. It was stated that a "comfortable" setting was unable to be attained for the patient. The implantable neurostimulator and lead were replaced with a new system. It was noted the patient recovered without sequela. A follow up report will be sent if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.